Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a broken wire issue. However for clarification, the nonconformance was a broken pitch cable. Based on this, the complaint was confirmed. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that the prograsp forceps instrument had a broken wire at the distal end. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.